Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. The alarm occurred on (b)(64) 2013 09:27:04. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). (B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of cmplnt-(B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.